Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon, coil clip and hub. There was contrast visible on the balloon and hypotube. The stent implant was not returned because it remains in the patient. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. There was a kink in the shaft, 2 mm proximal to the guide wire exit notch. There was a kink in the hypotube, 16 cm distal to the strain relief tubing. There were four bends in the hypotube, 5 cm, 35 cm, 77 cm, and 82 cm distal to the strain relief tubing. The protective sheath was not returned. There was no kink or damage noted to the tip and the to the inner member. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident information. Analysis of the sds confirmed that the stent implant had dislodged from the balloon. The tip seal length met manufacturing criteria and crimp marks were visible on the tightly folded balloon, between the markers. This suggests that the stent was originally positioned correctly and securely at the time of manufacture. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The release testing data was also reviewed and all samples from this lot passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. In addition, stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. The reported heavily calcified lesion appears to have contributed to the difficulty to cross and the stent dislodgement. The reported device issues appear to be related to the circumstances of the procedure and not a product quality issue. It should be noted that with use of the zeta, the "delivery procedure" section of the instructions for use states, "pre-dilate the lesion with a ptca catheter." Kinks and bends were noted in the hypotube and shaft, which were not reported in the incident, may have occurred during packing of the device for shipment back to abbott vascular. This damage does not appear to be related to or to have contributed to the reported difficulties. A review of the finished lot history record did not reveal any non-conforming material reports associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported with this part and lot number combination. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: dislodged stent. It was reported that an attempt was made to cross a very calcified lesion using a zeta during direct stenting. The zeta became stuck in the lesion and when trying to retrieve the stent to make a pre-dilatation, the stent remained undeployed in the artery. A dilatation balloon was used to crush the stent against the wall of the artery and another company's stent was deployed without any consequences for the patient. No additional event or patient information is available.